Event description:
Reporter alleged customer was having low blood symptoms and when trying to test on the compact plus system, obtained an error message. Reporter alleged attempting to treat customer with a soda, however, was unable to do so because customer was too disoriented. Reporter indicated calling emergency medical systems (ems) and their result was in the 20s mg/dl, so customer was treated by the ems with 4 tubes of glucose before being transported to the hospital and given food. Reporter stated customer had not eaten as normal the day of the alleged incident. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.